Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Patient underwent an initial l tha due to osteoarthritis; no intraoperative complications noted. Patient was revised due to metal related pathology. Lab results showed elevated cobalt levels. Patient reported pain and preoperative findings identified pseudotumor and concern of resorption along medial calcar. Intraopertively, metallosis was found at the trunnion junction with metal debris. Pseudotumor was excised and soft tissue reaction noted. Scar tissue was excised. Joint fluid was obtained and showed no signs of infection. Liner was noted to have minimal wear. Stem and cup were well fixed. Head and liner were explanted and replaced. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem porous cat# 00671000701 lot# 61272888. Shell porous with cluster holes cat#00620006022 lot#61340490. Liner 10 degree elevated cat#00631006032 lot#61312910. The device will not be returned for analysis, as the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02971.

Event description:
It was reported a patient underwent a left hip revision approximately 8 years post implantation due to fluid collection around hip, pain, elevated metal ions, pseudotumor, metallosis, and corrosion. Attempts have been made and no further information has been provided.